Event description:
The customers blood glucose was tested and a result of 203mg/dl was received. 45 minutes later the customer went to the hospital where they received a result of 409mg/dl. The customer was admitted for dka and given and IV drip. The customer was using the wrong glucose controls. A request was made for the return of the suspect device and replacement product was sent.